Manufacturer narrative:
Updated section h6 (health effect - impact code), h6 (health effect - clinical code), h6 (device code(s)), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Based on further engineering investigation, the units go through a balloon inflation inspection as part of the manufacturing process. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training of device insertion techniques.

Manufacturer narrative:
We were informed that the swan ganz catheter was not received at our product evaluation laboratory for a full evaluation since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during right catheterization, this 6f swan ganz catheter did not advance smoothly once it has passed the introducer, leading to difficulties to pass through the central vein and heart cavities, therefore, it was needed to change to a femoral approach with a 6f catheter. There was no allegation of patient injury. The device is not available for evaluation since it was discarded. Patient demographics were requested and unable to be obtained.